Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken lens. Based on the results of the investigation, it is likely the cause of the reported malfunction was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid endoscope telescope was broken. The issue was identified during setup -inspection for use. There were no reports of patient harm.